Manufacturer narrative:
Per the manufacturer's sales associate, the user facility's biomedical engineer stated that the level sensor icon on the screen turned green as it should but then it alarmed and displayed the message. The field service representative (fsr) could not duplicate the reported complaint. The fsr performed functional checks and release tested the level module and level sensors successfully. The unit operated to the manufacturer's specifications. The level sensors tested were part number: 195215, serial number: (B)(4), UDI: (B)(4) and part number: 195274, serial number: (B)(4), UDI: (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'level sensor not attached' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the data log review. Per the field service representative (fsr) the perfusionist used a medtronic reservoir which is curved and may have affected the placement of the level pads. Per data log review: on (B)(6) 2022, the level log was full of status changes for the alert probe. The status changed from coupled to uncoupled, back to coupled. This will cause the 'level not attached' alert that was reported when the level detection was turned on. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.